Manufacturer narrative:
Block b3: exact date unknown, event occurred march 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration, which was confirmed through x-ray. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted leads were kept by the medical facility. No device malfunction was suspected.